Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 05/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box data revealed records from (B)(4) 2015. The black box data from the date of the complaint ((B)(4) 2015) has been overwritten due to continued use. The existing black box data did not reveal any evidence of a ¿no power¿ event. On investigation, the pump was exercised for 24 hours without loss of power, reboot or call service alarms. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to cracked below the grip pad.